Event description:
It was reported that an ilet was dropped after charging and subsequently presented with a black, unresponsive screen and no charging indicator, consistent with device damage affecting the display and power/charging components. Symptoms included no alarms or alerts. Outcomes included interruption of device therapy with reliance on an alternative insulin therapy. Investigation included remote troubleshooting and collection of photographic evidence, followed by replacement and return of the affected device for further evaluation. Investigation of this case revealed impact-related damage with loss of display function and charging capability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to impact.